Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This occurred before last fill of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event history log review identified that the alarm prior to the reported system error 2367 was a system error 2240. As a system error 2367 is an alarm that is due to a previous system error alarm, this MDR will be updated to address the previous alarm, system error 2240. Additional information: it was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This occurred before last fill of peritoneal dialysis therapy. During a review of the alarm log, it was identified that previous alarm was a system error 2240 (air in line/set) alarm. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.